Event description:
User facility medwatch report received that states: "event desc: cardiac catheterization completed, attempted to close artery with perclose device. Device failed to deploy the suture to close artery. Second device was needed. Health professional's impression. Failure of the device to deploy the suture. MFR response for automated suture device, perclose proglide. They are reviewing the incident." Customer report source contacted but no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4).